Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer site. Prior to the service visit, the cse had the customer run a cuvette washer check 1 on the washer "c" probe that failed (no water detected). The customer observed a cut in the washer "c" water tubing. The cse had the customer replace the washer "c" probe, perform the cuvette washer check 1 on the washer "c" probe that passed. The cse when on site performed a system check. The cse removed, dried, and reloaded the vial carriers and flex reagent cartridges from the storage ring. Quality control (qc) was run by the customer and the results were acceptable. Based on a review of the data information provided, reagent blanks were consistent and there were no issues with the flex reagent or reagent delivery. There was no observed issue with quality control results at the time of the event. The discordant carbon dioxide (co2) result was potentially caused by instrument maintenance. An instrument check failure of the washer "c" probe was found and replaced by the customer. A review of customer calls and service records shows no new related calls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely high carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument and reported to the physician(s). The discordant result did not agree with the patient's history. The customer repeated the same sample on an alternate dimension vista 1500 instrument and the co2 result was lower. The same sample was repeated on the original dimension vista 1500 instrument and the result was lower. The lower repeat result was reported to the physician(s) as the correct result. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant carbon dioxide (co2) result.